Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root causes were determined to be due to wear from normal use and servicing, and improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the housing of the compact air drive device was damaged. It was further determined that the reverse locking mechanism and the reverse trigger were blocked. It was observed that the housing rear was damaged with a screw plug using a hammer. It was further determined that the device had a ¿devious¿ locking screw. It was further determined that the device failed pretest for check the power with test bench: min. 110 to 160 watts, check triggers for forward/reverse mode, check for air leak and general condition. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.